Event description:
It was reported that the pump became hot to the touch despite being in room temperature conditions while charging. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain an alternate method of insulin therapy until the replacement pump arrived.